Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns "test results greater than 250mg/dl means high blood glucose (hyperglycemia), repeat the test. If you have symptoms or continue to get results that fall above 250mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that he has been in and out of the hospital due to high blood glucose levels. The customer reported that he had chest pain, numbness in his fingers and high bg readings. He did not want to provide a specific diagnosis. He insisted that he does not believe that the omnipod system had anything to do with his hospitalization.